Event description:
Gasteroenterologist stated that the probe was not working properly. The probe would only fire when too close to the tissue and thus "sticking" to the tissue. The user facility changed probes and the new probe worked perfectly at the same exact settings.

Manufacturer narrative:
The suspect device was not returned for eval. The root cause of the reported malfunction is from user error by not following the IFU (instructions for use). The IFU states to not allow the probe tip to contact tissue as debris may occlude the tip. Several attempts were made to contact the initial reporter with no success. A certified and registered letter was sent to the user facility, there has been no response.